Manufacturer narrative:
Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. The available media (one static angiographic image) it can be concluded that the media review is not consistent with the event description as there is not stent fracture observed. In this case, at the highlighted location, what appears to be a stent fracture is the two connectors design in a helical pattern. For the work horse design (3.50 mm and 3.00 mm) there are 4 connectors in the first two stent segment and then 2 connectors in the rest of the stent. In the highlighted segments the two connectors are clearly identifiable (at 12:00 and at 6:00 o¿clock in one segment and in the other segment the two connectors are close to the center). The apparently observed wider space at the 3rd segment could be induced during post-dilatation. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the stent fracture was resolved using a non-compliance balloon catheter and not re-stenting. The patient's status was in good prognosis and stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis and stent fracture occurred. Vascular access was obtained via the right radial artery. The 80-90% stenosed target lesion was located in the severely hazy left anterior descending artery (lad). After a 3.5 guide catheter was engaged and non-bsc guide wire was crossed the lesion, pre-dilation was performed with a 3.00mm balloon catheter. A 28 x 3.00mm promus premier¿ drug-eluting stent was then implanted to the target lesion. After post-dilation was performed using a 3.50mm non-compliance balloon catheter, slow flow was noted due to distal thrombus embolization and stent fracture. The thrombus was then treated with nitrates, adenosine and the patient was started on tirofiban thereafter. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent fracture was resolved using a non-compliance balloon catheter and not re-stenting. The patient's status was in good prognosis and stable.